Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2017-p roduct analysis: the device was returned and evaluated by product analysis on (B)(4) 2017 with the following findings: the complaint could not be duplicated or confirmed. The audio-alert feature functioned appropriately during evaluation ¿ audio output level measured within specification.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (quiet sounds) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. This complaint is being reported because the reported issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.